Event description:
The customer reported fluid from the electrolyte injection cup (eic) overflowed onto the drip tray and the floor involving unicel dxc 800 synchron system. The customer had on personal protective equipment (ppe): gloves and a laboratory coat and cleaned up the fluid spill. The customer replaced the eic. The customer has an exposure control/risk management plan at the facility. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) arrived at the facility on (B)(4) 2012 and noted the unit was in normal operation. The fse discussed the event with the customer and suspected fibrin was introduced by the automated system. The customer performed calibration and quality control within expected specifications. The unit functioned within specifications. The cause of the incident is inconclusive. (B)(4).